Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken chassis. The broken piece was returned, measuring roughly 0.356¿ x 0.833¿ in size. The complaint was confirmed by failure analysis. Further investigation confirmed additional observations. The instrument was found to have a scratch marks/abrasion on tube adapter at the distal end. There were no broken pieces.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) had a broken housing. The procedure was completed with no reported injury.